Event description:
Customer initially reported that their abbott diabetes care device has a fast draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issue was observed. Visual inspection was performed the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed the test. Visual inspection was performed the power adapter and no issues were observed. A load tester was used to test returned power adapter and voltage test were both observed to be within specification range. Power adapter passed testing. The reader was further de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks were observed. Thermal camera was used to inspect the pcba and no hotspot on any components was observed. An extended investigation was performed. A visual inspection of the reader was performed using digital microscope and a minor burn was observed on the battery connector. Therefore, the observation made in phase ii is confirmed. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery was measured and the results was not within specification range. The returned battery was observed to be charging. The returned reader was able to power on via usb, button press, and strip insertion. A cable tester was used to test the returned usb cable, and no opens were observed. A load tester was used to perform testing on the returned power adapter. The current on the load tester was set and the voltage was observed which was both within the specified range. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured which was within specification range for freestyle libre readers with an stm processor. A thermal camera was used to observe any hotspots on the reader; however, no hotspots were observed. A diagnostics test was performed using the readers¿ own software and passed successfully. The results of the off-current test and the diagnostics test showed that the returned reader was not drawing excess current and the reader itself doesn¿t detect any issues within its own system. The results of the functional testing show that the returned reader was working as intended. A DHR review was performed on the returned reader, of which it passed all testing during manufacturing. Although there was a minor burn observed on the battery connector, it was not sufficient to have compromised functionality. The current consumption test was within specification range, the returned reader passed the built-in reader test, and the returned reader is functioning as intended. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device has a fast draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.